Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Customer complaint reported (B)(6) 2017: drug reportedly finished 30 minutes earlier than expected. The nurse programmed the pump to run the total volume (drug + flush) via primary infusion to total 60cc over 90 minutes. This was confirmed by checking the pump screen at the end. It showed the rate to be 40ml/hr, a volume infused of approximately 40cc and remaining volume of 20cc. The pump switched to kvo after 45 minutes. The first part of the infusion was to be over 52 minutes. This would be only 7 minutes early which is not unexpected. I am unsure how a kvo alarm could have occurred if the pump still had a volume to be infused of 20cc. The flush should have followed. The pump was restarted at approximately 1527. It then ran 1542 when it was placed on hold for an alarm. Unsure if the pump was reprogrammed or simply restarted. If the pump was restarted with the kvo alarm, it would have to have been reprogrammed. This would mean that only 14 minutes of flush was given rather than the intended 38 minutes. Rather than giving the drug too quickly, we may have shorted the flush by approximately 20 minutes. This event led to an underinfusion of the therapy.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 40ml/hr and 60ml and no empty container alarms occurred. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. Performed preventative maintenance service. If additional pertinent information becomes available a follow-up report will be filed.